Event description:
Additional information received from the healthcare provider (hcp) reported that the contact was programmed around and the patient r ecovered without permanent impairment.

Event description:
It was reported the lead was bent during the procedure. They would be retaining the existing lead. They used the percutaneous extension as an ¿end cap¿ and it was stuck. The block had turned on the last contact. The doctor was able to get it off. The last contact ¿didn¿t look horrible, just a little bent.¿ they tried to ¿reshape¿ the last contact and the lead went into the extension fine. Impedances were checked twice and found that contact 3 showed >40k. All other impedances showed fine and they would try to reprogram around contact 3. It was further reported the cause was determined and it was because the block at contact 3 on the percutaneous extension had turned slightly and consequently, it would not easily release the lead. The patient was doing fine and they had not yet been programmed so it was undetermined how the therapy was. The neurologist planned to program around the broken contact.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3550-05, lot# n388875, implanted: (B)(6) 2014, product type: accessory. Product ID: 3389s-40, lot# va0p45s, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).